Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a cholecystectomy procedure, the jaw of the device did not open. The surgeon could not remove the device. The pusher bar came off the instrument. Another device was used to complete the case. There was no adverse consequence to the pt.